Event description:
Per the clinic, the patient developed pain and swelling at the implant site approximately one month after the implantation surgery (specific date not reported). The patient subsequently experienced an infection with suppuration of the surgical wound. The patient was treated with topical and oral antibiotics and steroids for three months; however, the issue did not resolve. Facial paralysis was subsequently observed, resulting in the decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2026. During the procedure, granulomatous tissue was removed. The patient was hospitalized for infectious disease management (specific date and duration not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.